Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, there were 5 or 6 cases in which he noted an accumulation of milky white fluid in the periphery of the eye between the posterior capsule and posterior optics surface. He aspirated the fluid and found it to be rich in protein. Following the aspiration, the patients complained of occasional reduction in visual acuity which has improved. An ultrasound biomicroscopy analysis of the pre-aspiration condition shows a gap between the posterior capsule and optic; post-aspiration analysis shows the gap is reduced. Additional information has been requested.